Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room with their implantable cardioverter defibrillator visibly exposed through the skin. There is no allegation of infection from the physician. Device was explanted. Patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.